Event description:
It was reported "complaints from PICC inserter nurses saying that the us site rite 8 does not have good visibility and that they prefer to use the doctor's us. I already made the us exchange request and that already happened (I don't remember the date). Still they kept complaining that the screen is ¿blurry¿. I've already been, I've watched some PICC passages, I've already looked at the settings and for my understanding everything is right with the us."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to service facility for evaluation. During evaluation, the reported issue of poor image quality was unconfirmed. The image is equivalent to specifications. There is no root cause as the problem could not be reproduced.